Event description:
During a lap cholecystectomy procedure, after the sixth or seventh clip, the device jammed and it was noticed that the jaws were broken. Another device was used to complete the case with no patient consequence. One device is being returned.